Manufacturer narrative:
The device history record review was unable to be performed as the reported lot number (327) of the device does not match any of the manufacturer's lot numbers for this device. The subject device is not available; therefore analysis cannot be performed. Thrombosis is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever to treat an occluded right vertebral artery (va). During the procedure, it was observed that the retriever was smaller than the vessel size and only part of the clot was retrieved. The remaining portion of the clot flowed to the upper basilar artery and it was occluded. An attempt was made to resolve the occlusion with the same subject retriever; however, it was unsuccessful. The patient's thrombolysis in cerebral infarction (tici) score was 0 and the patient remained sequelae. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever to treat an occluded right vertebral artery (va). During the procedure, it was observed that the retriever was smaller than the vessel size and only part of the clot was retrieved. The remaining portion of the clot flowed to the upper basilar artery and it was occluded. An attempt was made to resolve the occlusion with the same subject retriever; however, it was unsuccessful. The patient's thrombolysis in cerebral infarction (tici) score was 0 and the patient remained sequelae. No further information is available.